Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple samples. (Customer provided reference range: 5.1 - 20.5 umol/l). The initial results were ran on (B)(6) 2023, repeat results both ran on (B)(6) 2023 results provided: sid (B)(6) initial result (B)(6)=131.8 umol/l repeat result ((B)(6) )=13.8 umol/l repeat result (B)(6)=16.3 umol/l. Sid (B)(6) initial result (B)(6)=97.1 umol/l repeat result (B)(6)=13.7 umol/l repeat result (B)(6)=16.4 umol/l. Sid (B)(6) initial result (B)(6)=72.0 umol/l repeat result (B)(6)=8.9 umol/l repeat result (B)(6)=12.6 umol/l. Sid (B)(6) initial result (B)(6)=70.0 umol/l repeat result (B)(6)=4.5 umol/l repeat result (B)(6)=9.1 umol/l. Sid (B)(6) initial result (B)(6)=105.2 umol/l repeat result (B)(6)=16.4 umol/l repeat result (B)(6)=17.5 umol/l. Sid (B)(6) initial result (B)(6)=66.1 umol/l repeat result (B)(6)=4.0 umol/l repeat result (B)(6)=8.7 umol/l. Sid (B)(6) initial result (B)(6)=84.0 umol/l repeat result (B)(6)=12.8 umol/l repeat result (B)(6)=15.9 umol/l. Sid (B)(6) initial result (B)(6)=60.4 umol/l repeat result (B)(6)=4.5 umol/l repeat result (B)(6)=9.1 umol/l sid (B)(6) initial result (B)(6)=78.6 umol/l repeat result (B)(6)=10.1 umol/l repeat result (B)(6)=13.7 umol/l sid (B)(6) initial result (B)(6)=108.3 umol/l repeat result (B)(6)=15.4 umol/l repeat result (B)(6)=17.9 umol/l sid (B)(6) initial result (B)(6)=78.8 umol/l repeat result (B)(6)=6.9 umol/l repeat result (B)(6)=11.3 umol/l sid (B)(6) initial result (B)(6)=99.0 umol/l repeat result (B)(6)=15.2 umol/l repeat result (B)(6)=17.8 umol/l sid (B)(6) initial result (B)(6)=100.8 umol/l repeat result (B)(6)=15.9 umol/l repeat result (B)(6)=18.9 umol/l sid (B)(6) initial result (B)(6)=86.8 umol/l repeat result (B)(6)=8.1 umol/l repeat result (B)(6)=12.1 umol/l sid (B)(6) initial result (B)(6)=118.7 umol/l repeat result (B)(6)=14.4 umol/l repeat result (B)(6)=17.0 umol/l sid (B)(6) initial result (B)(6)=71.5 umol/l repeat result (B)(6)=9.8 umol/l repeat result (B)(6)=13.2 umol/l sid (B)(6) initial result (B)(6)=47.8 umol/l repeat result (B)(6)=4.6 umol/l repeat result (B)(6)=9.1 umol/l sid (B)(6) initial result (B)(6)=86.3 umol/l repeat result (B)(6)=11.9 umol/l repeat result (B)(6)=15.1 umol/l sid (B)(6) initial result (B)(6)=61.0 umol/l repeat result (B)(6)=5.9 umol/l repeat result (B)(6)=10.2 umol/l sid (B)(6) initial result (B)(6)=93.9 umol/l repeat result (B)(6)=12.9 umol/l repeat result (B)(6)=15.8 umol/l sid (B)(6) initial result (B)(6)=60.8 umol/l repeat result (B)(6)=10.2 umol/l repeat result (B)(6)=13.7 umol/l sid (B)(6) initial result (B)(6)=84.3 umol/l repeat result (B)(6)=8.8 umol/l repeat result (B)(6)=11.6 umol/l sid (B)(6) initial result (B)(6)=76.6 umol/l repeat result (B)(6)=8.6 umol/l repeat result (B)(6)=12.4 umol/l sid (B)(6) initial result (B)(6)=96.1 umol/l repeat result (B)(6)=12.4 umol/l repeat result (B)(6)=15.1 umol/l sid (B)(6) initial result (B)(6)=117.1 umol/l repeat result (B)(6)=19.5 umol/l repeat result (B)(6)=21.7 umol/l sid (B)(6) initial result (B)(6)=96.9 umol/l repeat result (B)(6)=13.2 umol/l repeat result (B)(6)=16.1 umol/l sid (B)(6) initial result (B)(6)=118.5 umol/l repeat result (B)(6)=18.5 umol/l repeat result (B)(6)=20.4 umol/l sid (B)(6) initial result (B)(6)=69.2 umol/l repeat result (B)(6)=7.0 umol/l repeat result (B)(6)=11.0 umol/l sid (B)(6) initial result (B)(6)=87.5 umol/l repeat result (B)(6)=6.8 umol/l repeat result (B)(6)=11.1 umol/l sid (B)(6) initial result (B)(6)=73.1 umol/l repeat result (B)(6)=7.9 umol/l repeat result (B)(6)=11.8 umol/l sid (B)(6) initial result (B)(6)=51.9 umol/l repeat result (B)(6)=2.8 umol/l repeat result (B)(6)=7.5 umol/l sid (B)(6) initial result (B)(6)=102.2 umol/l repeat result (B)(6)=8.1 umol/l repeat result (B)(6)=11.9 umol/l sid (B)(6) initial result (B)(6)=80.2 umol/l repeat result (B)(6)=6.0 umol/l repeat result (B)(6)=10.5 umol/l sid (B)(6) initial result (B)(6)=53.0 umol/l repeat result (B)(6)=5.2 umol/l repeat result (B)(6)=9.6 umol/l sid (B)(6) initial result (B)(6)=56.9 umol/l repeat result (B)(6)=3.5 umol/l repeat result (B)(6)=8.2 umol/l sid (B)(6) initial result (B)(6)=70.7 umol/l repeat result (B)(6)=7.7 umol/l repeat result (B)(6)=11.3 umol/l sid (B)(6) initial result (B)(6)=127.0 umol/l repeat result (B)(6)=15.1 umol/l repeat result (B)(6)=18.5 umol/l sid (B)(6) initial result (B)(6)=247.3 umol/l repeat result (B)(6)=26.5 umol/l repeat result (B)(6)=27.1 umol/l sid (B)(6) initial result (B)(6)=139.5 umol/l repeat result (B)(6)=17.9 umol/l repeat result (B)(6)=20.3 umol/l sid (B)(6) initial result (B)(6)=116.1 umol/l repeat result (B)(6)=17.8 umol/l repeat result (B)(6)=18.4 umol/l sid (B)(6) initial result (B)(6)=97.1 umol/l repeat result (B)(6)=7.0 umol/l repeat result (B)(6)=11.2 umol/l sid (B)(6) initial result (B)(6)=80.4 umol/l repeat result (B)(6)=3.9 umol/l repeat result (B)(6)=8.5 umol/l sid (B)(6) initial result (B)(6)=141.4 umol/l repeat result (B)(6)=10.0 umol/l repeat result (B)(6)=13.8 umol/l sid (B)(6) initial result (B)(6)=65.7 umol/l repeat result (B)(6)=6.5 umol/l repeat result (B)(6)=10.7 umol/l sid (B)(6) initial result (B)(6)=91.4 umol/l repeat result (B)(6)=6.3 umol/l repeat result (B)(6)=10.5 umol/l sid (B)(6) initial result (B)(6)=82.5 umol/l repeat result (B)(6)=6.6 umol/l repeat result (B)(6)=11.0 umol/l sid (B)(6) initial result (B)(6)=60.9 umol/l repeat result (B)(6)=6.3 umol/l repeat result (B)(6)=10.7 umol/l sid (B)(6) initial result (B)(6)=108.3 umol/l repeat result (B)(6)=19.0 umol/l repeat result (B)(6)=19.7 umol/l sid (B)(6) initial result (B)(6)=74.3 umol/l repeat result (B)(6)=8.7 umol/l repeat result (B)(6)=12.3 umol/l sid (B)(6) initial result (B)(6)=71.3 umol/l repeat result (B)(6)=5.0 umol/l repeat result (B)(6)=8.9 umol/l sid (B)(6) initial result (B)(6)=94.8 umol/l repeat result (B)(6)=12.8 umol/l repeat result (B)(6)=16.0 umol/l sid (B)(6) initial result (B)(6)=71.7 umol/l repeat result (B)(6)=5.0 umol/l repeat result (B)(6)=9.5 umol/l sid (B)(6) initial result (B)(6)=87.4 umol/l repeat result (B)(6)=9.2 umol/l repeat result (B)(6)=12.7 umol/l sid (B)(6) initial result (B)(6)=93.7 umol/l repeat result (B)(6)=12.4 umol/l repeat result (B)(6)=15.8 umol/l sid (B)(6) initial result (B)(6)=76.5 umol/l repeat result (B)(6)=4.4 umol/l repeat result (B)(6)=9.0 umol/l sid (B)(6) initial result (B)(6)=97.4 umol/l repeat result (B)(6)=11.0 umol/l repeat result (B)(6)=14.2 umol/l sid (B)(6) initial result (B)(6)=92.8 umol/l repeat result (B)(6)=8.6 umol/l repeat result (B)(6)=11.6 umol/l sid (B)(6) initial result (B)(6)=96.3 umol/l repeat result (B)(6)=11.0 umol/l repeat result (B)(6)=14.4 umol/l sid (B)(6) initial result (B)(6)=61.6 umol/l repeat result (B)(6)=4.7 umol/l repeat result (B)(6)=9.1 umol/l sid (B)(6) initial result (B)(6)=82.9 umol/l repeat result (B)(6)=7.7 umol/l repeat result (B)(6)=11.8 umol/l sid (B)(6) initial result (B)(6)=84.8 umol/l repeat result (B)(6)=3.3 umol/l repeat result (B)(6)=8.1 umol/l sid (B)(6) initial result (B)(6)=63.4 umol/l repeat result (B)(6)=4.8 umol/l repeat result (B)(6)=9.6 umol/l sid (B)(6) initial result (B)(6)=85.1 umol/l repeat result (B)(6)=10.0 umol/l repeat result (B)(6)=13.8 umol/l sid (B)(6) initial result (B)(6)=61.0 umol/l repeat result (B)(6)=2.4 umol/l repeat result (B)(6)=7.6 umol/l sid b)(6initial result (B)(6)=190.3 umol/l repeat result (B)(6)=9.9 umol/l repeat result (B)(6)=13.7 umol/l sid b)(6initial result (B)(6)=118.5 umol/l repeat result (B)(6)=14.5 umol/l repeat result (B)(6)=17.6 umol/l no impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module, found gel on the sample probe and the r2 alnty c-series rgt prbe was rusty. The fsr cleaned the sample probe and replaced the r2 probe resolving the issue. The r2 alnty c-series rgt prbe was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the alinity c processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module serial number (B)(6) or the alnty c-series rgt prbe was identified.

Event description:
The customer observed falsely elevated alinity c total bilirubin results for multiple samples. (Customer provided reference range: 5.1 - 20.5 umol/l). The initial results were ran on (B)(6) 2023, repeat results both ran on (B)(6) 2023. Results provided: sid (B)(6) initial result ((B)(6))=131.8 umol/l repeat result ((B)(6))=13.8 umol/l repeat result ((B)(6))=16.3 umol/l. Sid (B)(6) initial result ((B)(6))=97.1 umol/l repeat result ((B)(6))=13.7 umol/l repeat result ((B)(6))=16.4 umol/l. Sid (B)(6) initial result ((B)(6))=72.0 umol/l repeat result ((B)(6))=8.9 umol/l repeat result ((B)(6))=12.6 umol/l. Sid (B)(6) initial result ((B)(6))=70.0 umol/l repeat result ((B)(6))=4.5 umol/l repeat result ((B)(6))=9.1 umol/l. Sid (B)(6) initial result ((B)(6))=105.2 umol/l repeat result ((B)(6))=16.4 umol/l repeat result ((B)(6))=17.5 umol/l. Sid (B)(6) initial result ((B)(6))=66.1 umol/l repeat result ((B)(6))=4.0 umol/l repeat result ((B)(6))=8.7 umol/l. Sid (B)(6) initial result ((B)(6))=84.0 umol/l repeat result ((B)(6))=12.8 umol/l repeat result ((B)(6))=15.9 umol/l. Sid (B)(6) initial result ((B)(6))=60.4 umol/l repeat result ((B)(6))=4.5 umol/l repeat result ((B)(6))=9.1 umol/l. Sid (B)(6) initial result ((B)(6))=78.6 umol/l repeat result ((B)(6))=10.1 umol/l repeat result ((B)(6))=13.7 umol/l. Sid (B)(6) initial result ((B)(6))=108.3 umol/l repeat result ((B)(6))=15.4 umol/l repeat result ((B)(6))=17.9 umol/l. Sid (B)(6) initial result ((B)(6))=78.8 umol/l repeat result ((B)(6))=6.9 umol/l repeat result ((B)(6))=11.3 umol/l. Sid (B)(6) initial result ((B)(6))=99.0 umol/l repeat result ((B)(6))=15.2 umol/l repeat result ((B)(6))=17.8 umol/l. Sid (B)(6) initial result ((B)(6))=100.8 umol/l repeat result ((B)(6))=15.9 umol/l repeat result ((B)(6))=18.9 umol/l. Sid (B)(6) initial result ((B)(6))=86.8 umol/l repeat result ((B)(6))=8.1 umol/l repeat result ((B)(6))=12.1 umol/l. Sid (B)(6) initial result ((B)(6))=118.7 umol/l repeat result ((B)(6))=14.4 umol/l repeat result ((B)(6))=17.0 umol/l. Sid (B)(6) initial result ((B)(6))=71.5 umol/l repeat result ((B)(6))=9.8 umol/l repeat result ((B)(6))=13.2 umol/l. Sid (B)(6) initial result ((B)(6))=47.8 umol/l repeat result ((B)(6))=4.6 umol/l repeat result ((B)(6))=9.1 umol/l. Sid (B)(6) initial result ((B)(6))=86.3 umol/l repeat result ((B)(6))=11.9 umol/l repeat result ((B)(6))=15.1 umol/l. Sid (B)(6) initial result ((B)(6))=61.0 umol/l repeat result ((B)(6))=5.9 umol/l repeat result ((B)(6))=10.2 umol/l. Sid (B)(6) initial result ((B)(6))=93.9 umol/l repeat result ((B)(6))=12.9 umol/l repeat result ((B)(6))=15.8 umol/l. Sid (B)(6) initial result ((B)(6))=60.8 umol/l repeat result ((B)(6))=10.2 umol/l repeat result ((B)(6))=13.7 umol/l. Sid (B)(6) initial result ((B)(6))=84.3 umol/l repeat result ((B)(6))=8.8 umol/l repeat result ((B)(6))=11.6 umol/l. Sid (B)(6) initial result ((B)(6))=76.6 umol/l repeat result ((B)(6))=8.6 umol/l repeat result ((B)(6))=12.4 umol/l. Sid (B)(6) initial result ((B)(6))=96.1 umol/l repeat result ((B)(6))=12.4 umol/l repeat result ((B)(6))=15.1 umol/l. Sid (B)(6) initial result ((B)(6))=117.1 umol/l repeat result ((B)(6))=19.5 umol/l repeat result ((B)(6))=21.7 umol/l. Sid (B)(6) initial result ((B)(6))=96.9 umol/l repeat result ((B)(6))=13.2 umol/l repeat result ((B)(6))=16.1 umol/l. Sid (B)(6) initial result ((B)(6))=118.5 umol/l repeat result ((B)(6))=18.5 umol/l repeat result ((B)(6))=20.4 umol/l. Sid (B)(6) initial result ((B)(6))=69.2 umol/l repeat result ((B)(6))=7.0 umol/l repeat result ((B)(6))=11.0 umol/l. Sid (B)(6) initial result ((B)(6))=87.5 umol/l repeat result ((B)(6))=6.8 umol/l repeat result ((B)(6))=11.1 umol/l. Sid (B)(6) initial result ((B)(6))=73.1 umol/l repeat result ((B)(6))=7.9 umol/l repeat result ((B)(6))=11.8 umol/l. Sid (B)(6) initial result ((B)(6))=51.9 umol/l repeat result ((B)(6))=2.8 umol/l repeat result ((B)(6))=7.5 umol/l. Sid (B)(6) initial result ((B)(6))=102.2 umol/l repeat result ((B)(6))=8.1 umol/l repeat result ((B)(6))=11.9 umol/l. Sid (B)(6) initial result ((B)(6))=80.2 umol/l repeat result ((B)(6))=6.0 umol/l repeat result ((B)(6))=10.5 umol/l. Sid (B)(6) initial result ((B)(6))=53.0 umol/l repeat result ((B)(6))=5.2 umol/l repeat result ((B)(6))=9.6 umol/l. Sid (B)(6) initial result ((B)(6))=56.9 umol/l repeat result ((B)(6))=3.5 umol/l repeat result ((B)(6))=8.2 umol/l. Sid (B)(6) initial result ((B)(6))=70.7 umol/l repeat result ((B)(6))=7.7 umol/l repeat result ((B)(6))=11.3 umol/l. Sid (B)(6) initial result ((B)(6))=127.0 umol/l repeat result ((B)(6))=15.1 umol/l repeat result ((B)(6))=18.5 umol/l. Sid (B)(6) initial result ((B)(6))=247.3 umol/l repeat result ((B)(6))=26.5 umol/l repeat result ((B)(6))=27.1 umol/l. Sid (B)(6) initial result ((B)(6))=139.5 umol/l repeat result ((B)(6))=17.9 umol/l repeat result ((B)(6))=20.3 umol/l. Sid (B)(6) initial result ((B)(6))=116.1 umol/l repeat result ((B)(6))=17.8 umol/l repeat result ((B)(6))=18.4 umol/l. Sid (B)(6) initial result ((B)(6))=97.1 umol/l repeat result ((B)(6))=7.0 umol/l repeat result ((B)(6))=11.2 umol/l. Sid (B)(6)1 initial result ((B)(6))=80.4 umol/l repeat result ((B)(6))=3.9 umol/l repeat result ((B)(6))=8.5 umol/l. Sid (B)(6) initial result ((B)(6))=141.4 umol/l repeat result ((B)(6))=10.0 umol/l repeat result ((B)(6))=13.8 umol/l. Sid (B)(6) initial result ((B)(6))=65.7 umol/l repeat result ((B)(6))=6.5 umol/l repeat result ((B)(6))=10.7 umol/l. Sid (B)(6) initial result ((B)(6))=91.4 umol/l repeat result ((B)(6))=6.3 umol/l repeat result ((B)(6))=10.5 umol/l. Sid (B)(6) initial result ((B)(6))=82.5 umol/l repeat result ((B)(6))=6.6 umol/l repeat result ((B)(6))=11.0 umol/l. Sid (B)(6) initial result ((B)(6))=60.9 umol/l repeat result ((B)(6))=6.3 umol/l repeat result ((B)(6))=10.7 umol/l. Sid (B)(6) initial result ((B)(6))=108.3 umol/l repeat result ((B)(6))=19.0 umol/l repeat result ((B)(6))=19.7 umol/l. Sid (B)(6) initial result ((B)(6))=74.3 umol/l repeat result ((B)(6))=8.7 umol/l repeat result ((B)(6))=12.3 umol/l. Sid (B)(6) initial result ((B)(6))=71.3 umol/l repeat result ((B)(6))=5.0 umol/l repeat result ((B)(6))=8.9 umol/l. Sid (B)(6) initial result ((B)(6))=94.8 umol/l repeat result ((B)(6))=12.8 umol/l repeat result ((B)(6))=16.0 umol/l. Sid (B)(6) initial result ((B)(6))=71.7 umol/l repeat result ((B)(6))=5.0 umol/l repeat result ((B)(6))=9.5 umol/l. Sid (B)(6) initial result ((B)(6))=87.4 umol/l repeat result ((B)(6))=9.2 umol/l repeat result ((B)(6))=12.7 umol/l. Sid (B)(6) initial result ((B)(6))=93.7 umol/l repeat result ((B)(6))=12.4 umol/l repeat result ((B)(6))=15.8 umol/l. Sid (B)(6) initial result ((B)(6))=76.5 umol/l repeat result ((B)(6))=4.4 umol/l repeat result ((B)(6))=9.0 umol/l. Sid (B)(6) initial result ((B)(6))=97.4 umol/l repeat result ((B)(6))=11.0 umol/l repeat result ((B)(6))=14.2 umol/l. Sid (B)(6) initial result ((B)(6))=92.8 umol/l repeat result ((B)(6))=8.6 umol/l repeat result ((B)(6))=11.6 umol/l. Sid (B)(6) initial result ((B)(6))=96.3 umol/l repeat result ((B)(6))=11.0 umol/l repeat result ((B)(6))=14.4 umol/l. Sid (B)(6) initial result ((B)(6))=61.6 umol/l repeat result ((B)(6))=4.7 umol/l repeat result ((B)(6))=9.1 umol/l. Sid (B)(6) initial result ((B)(6))=82.9 umol/l repeat result ((B)(6))=7.7 umol/l repeat result ((B)(6))=11.8 umol/l. Sid (B)(6) initial result ((B)(6))=84.8 umol/l repeat result ((B)(6))=3.3 umol/l repeat result ((B)(6))=8.1 umol/l. Sid (B)(6) initial result ((B)(6))=63.4 umol/l repeat result ((B)(6))=4.8 umol/l repeat result ((B)(6))=9.6 umol/l. Sid (B)(6)6 initial result ((B)(6))=85.1 umol/l repeat result ((B)(6))=10.0 umol/l repeat result ((B)(6))=13.8 umol/l. Sid (B)(6) initial result ((B)(6))=61.0 umol/l repeat result ((B)(6))=2.4 umol/l repeat result ((B)(6))=7.6 umol/l. Sid (B)(6) initial result ((B)(6))=190.3 umol/l repeat result ((B)(6))=9.9 umol/l repeat result ((B)(6))=13.7 umol/l. Sid (B)(6) initial result ((B)(6))=118.5 umol/l repeat result ((B)(6))=14.5 umol/l repeat result ((B)(6))=17.6 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification sids: (B)(6). All available patient information was included. Additional patient details are not available.